Manufacturer narrative:
Type of investigation not yet determined. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a nonfunctioning iabp sleeve lead port. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to repair the device. It was determined that the issue was with the theater monitors and that there was no malfunction of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : not returned to manufacturer.

Event description:
N/a